Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using relion pen needles 4mm x 32 gauge (5/32" x 0.23mm) pen needles 50 count four needles could not be primed properly. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when priming no insulin flowed.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 09-nov-2022. H6: investigation summary: customer returned a total of 6 used 4mm, 32 gauge nano pen needles. No teardrop labels were returned for lot identification. The pen needles were visually inspected prior to testing. 5 of the pen needles were found to have bent needles on the non-patient side of the hub¿s needle cannula. This damage would prevent testing for clogs since the needle cannot properly attach to the pen. As a result, the pen needles appear to be clogged during use. Based on the damage present, the needles bending may have occurred accidentally while the user was preparing the pen needle for use, potentially if the pen was not properly aligned with the cannula. The remaining sample was attached to a test pen filled with saline. Saline was pushed through the system and out the distal tip of the remaining pen needle. No issues were found with the remaining pen needle. DHR was reviewed and there were not any qns or other events that could be related to this complaint. Based on the samples received, embecta was unable to confirm the customer¿s indicated failure of needle clogs root cause cannot be determined at this time as the issue is unconfirmed.

Event description:
It was reported while using relion pen needles 4mm x 32 gauge (5/32" x 0.23mm) pen needles 50 count four needles could not be primed properly. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when priming no insulin flowed.